Event description:
Clinical study. It was reported that 693 days after a coronary drug eluting stenting treatment procedure, the patient experienced a stent thrombosis (st), myocardial infarction (mi) and required a target vessel reintervention (tvr). The target lesion was a 2.5mm, 70% stenosed, 8.0mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and placement of a 2.5x12mm taxus express2 study stent. Following post dilatation, residual stenosis was 12%. The patient was discharged 2 days later on plavix and aspirin. Six hundred and ninety three days after the initial procedure, the patient was hospitalized due to anterior q-wave mi. The patient was found to have a st. The physician assessed the relationship of the mi and the st to the taxus stent as probable. The patient underwent pci with stenting using a taxus express2 stent to the proximal lad. The patient was noted to have had edge in-stent restenosis of the previously placed taxus stent. The physician assessed the relationship of the tvr to the taxus stent as probable. The patient was discharged 2 days later.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.